Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead was oversensing ventricular activity. The patient was subsequently brought to the hospital, where fluoroscopy confirmed that the ra lead had dislodged. During the repositioning procedure, the ra lead repeatedly dislodged from the atrium after each helix extension due to patient's anatomy. The ra lead was explanted and not replaced, as the patient was frequently having atrial fibrillation and did not require atrial pacing support. The patient was in stable condition.